Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the electronic patient records from the event and was able to confirm that the device powered off multiple times. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during and event their device powered off by itself multiple times. The patient, a (B)(6) male, had been experiencing shortness of breath when medical personnel were contacted. The patient survived the event and there were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
After additional testing of the customer's device, physio-control was still unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during and event their device powered off by itself multiple times. The patient, a (B)(6) male, had been experiencing shortness of breath when medical personnel were contacted. The patient survived the event and there were no reports of any adverse effects to the patient as a result of the reported issue.